Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review it was found that the ventricular rhythm accelerated to the vt zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one electric shock, which successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review it was found that the ventricular rhythm accelerated to the vt zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one electric shock, which successfully converted the rhythm. Additional information received indicates that this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD was explanted and replaced.